Event description:
It was reported that complete heart block(chb) occurred. Vascular access was obtained via a right transfemoral approach. A lotus introducer was placed. Balloon valvuloplasty was performed as indicated in the directions for use. The patient was paced via transvenous temporary pacemaker. A 25mm lotus edge valve was successfully deployed at a depth of approximately 3mm below the native annulus. The temporary pacemaker was turned off and the patient was noted to be in chb. A permanent pacemaker was implanted on the same day to treat the chb. The patient was stable and discharged the following day.